Event description:
It was reported that a pro-post drill perforated the root, resulting in tooth extraction.

Manufacturer narrative:
In this incident a tooth had to be extraced due to the technique used by the dentist. While there is no indication that the drill malfunctioned, a serious injury resulted in this case. Therefore, this event meets the criteria for reportability.